Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed, no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the following led to the malfunction: it is presumed, that the failure of the camera cable prevented normal communication. Resulting in the phenomenon, that no images were produced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device showed no image, during preparation of an unspecified procedure. There were no reports of patient harm.